Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error during bolus three time. The customer blood glucose level was ok at the time of incident. Troubleshooting was performed. Customer states insulin pump works, support cap was ok, insulin pump not exposed to magnetic resonance image, any motor position encoder error in history as well as insulin pump "rewinded" without problem. The device will be returned for analysis.

Manufacturer narrative:
No motor error alarm or motor position encoder alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.